Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels ranging from 415 to 518 mg/dl as well as low blood glucose level of 40 mg/dl. Customer¿s blood glucose level was 517 mg/dl at the time of incident. Customer also experienced blood glucose levels such as 120 mg/dl 215 mg/dl, 512 mg/dl, 410 mg/dl and 400 mg/dl. The customer did experience the symptoms such as nausea. The customer was treated for the high blood glucose with manual injections. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they feel ok to troubleshooting for high blood glucose level. The customer was advised to replace infusion set tubing after high pressure test is performed. Customer was assisted with high pressure test and the test was passed. The insulin pump was not returned for analysis.